Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patella clamp got excess cement on it. While cleaning the cement off in spd after the case the clamp broke.

Manufacturer narrative:
(B)(4). Investigation summary examination of the submitted device confirms the locking feature is not functioning properly. It should be noted no residual cement was identified on the device. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.